Event description:
On april 1, 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. The patient indicated that the alleged meter issue started in 2009, at around 6:00 pm. About 5 minutes after the alleged issue began, the patient claimed that she developed symptoms of shakiness and lightheadedness. The patient administered self-care by taking 5 mg of glipizide. It would have been helpful to know the following information: if the patient's symptoms got worse after taking the medication, when her symptoms were relieved, and what actions (if any) the patient took to help relieve her symptoms. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.